Event description:
In 2009, this patient presented with an acute type b dissection of the thoracic aorta. The patient's femoral artery measured 7mm. The physician needed to use a 31mm gore tag thoracic endoprosthesis to repair the dissection. The gore introducer sheath with silicone pinch valve needed for the procedure requires an 8.3mm access vessel. The sheath was put into place without incident. The dissection was successfully repaired with a gore tag thoracic endoprosthesis. Upon removal of the sheath, the iliac artery tore at the bifurcation of the internal and external iliac. The torn part of the external iliac remained on the sheath as it was removed. The physician surgically repaired the patient's iliac with a gore interposition graft. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.